Event description:
Customer reported an issue related to incorrect time settings on their pump. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in abnormal blood glucose levels. Technical support assisted the caller in updating the pump time and advised them to monitor the situation. The caller understood the instructions and acknowledged the advice.